Manufacturer narrative:
The facility refuses to send the device in for evaluation since they believe that there was a misprogramming issue. A copy of the pump event history was provided and is being reviewed. A follow up report will be filed upon completion of the pump event history review or if additional information becomes available.

Event description:
The facility representative reported an overdelivery of heparin, lot number p232181, involving a colleague single channel pump. The heparin was supposed to be infused over eight hours, but was completely infused within 90 minutes. The rate and dosage are unknown, however, the biomedical engineer who downloaded the event history believes that the rate was set for 800ml/hr at the time of the incident. The biomedical engineer speculates that the rate of the infusion should have been set at 8ml/hr. The patient was given protamine sulfate by physician's order. Coagulation studies were conducted several times. The results were not provided. The patient continued to be monitored and is doing well at this point. The patient's heparin level is within therapeutic range. The software version for this pump is 6.13.90.